Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ e4 should have been left blank on the initial manufacturer device report number 1220648-2025-26197 as it is unknown if the initial reporter also sent the report to the food and drug administration. H10 was revised to include instructions for use which were inadvertently not included on the initial manufacturer device report number 1220648-2025-26197.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had a right frontoparietal intraparenchymal hemorrhage. The patient exhibited left sided weakness and heparin was held. Per the neurosurgeon no surgical intervention would be done. The patient was able to protect airway and did not require intubation. Support continued and the procedural outcome was the patient survived surgery.